Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure to treat variceal bleeding performed on (B)(6) 2022. During preparation, it was noticed that the trip wire did not fall into the gap between the handle unit spool and bracket, consequently, made it difficult for the device to setup. The procedure was completed another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: the handle was damaged as it presented a mark, possibly friction between the trip wire and the handle.

Manufacturer narrative:
(B)(4). The returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that the handle presented a mark, possibly a friction between the trip wire and the handle. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The product analysis revealed that the handle was damaged. Based on the condition of the device, it could have been generated due to some procedural factors during preparation and manipulation of the device. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.